Event description:
Customer reported that the insulin pump was cracked and stated that when it wets warm the screen goes dark. Customer stated that the cracks were on the left and right hand side of the screen. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.